Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following blood glucose results within 10 minutes: 7:16 pm result 465 mg/dl, 7:17 pm result 259 mg/dl, 7:19 pm result 157 mg/dl, 7:20 pm result 139 mg/dl, no adverse events reported, replacing and returning meter and test strips.